Manufacturer narrative:
One device was returned for investigation. It was reported that the device generated an over-delivery due to a change in the flow rate. The customer protocol tests determined that the device operated for 14 hours 16 minutes without interruption, and the infusion was completed without over-delivery or alterations to the values, delivering the programmed amount. A free flow test was performed to rule out uncontrolled flow delivery due to the mechanism; this test passed successfully. A keypad test was also performed to verify that it did not automatically shut down. Programming. Each key functioned correctly; the test passed successfully. It can be concluded that during the customer protocol and product verification tests, the device functioned correctly without over-dispensing, generating no technical failures or alarms, or over-programming caused by the keypad. User error when programming a higher speed, in this case from 7 ml/hr to 324 ml/hr. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The incident was reported by (B)(6). The event involved a plum a+ ln 20792. The reporter stated that on (B)(6) 2026 in the (B)(6), a call was received from the physician and nursing assistant regarding a patient presenting with hypertension and tachycardia. During the verification of the infusion pumps, it was identified that the norepinephrine infusion, which was intended to be administered at 5 mcg per kg per min, was instead infusing at 324 cc per hour at approximately 9:00 am. At 8:00 am, the mixture had been changed, consisting of 2 ampoules of norepinephrine plus 100 cc of normal saline solution at 7 cc per hour, at 0.1 mcg per kg per min. At the time of the event, the medication infusion was immediately stopped, and a written report was submitted to the nursing coordination team. The status of the product at the time of the event was during infusion. There was patient involvement and it was reported the patient presented with hypertension and tachycardia.